Event description:
It was reported that the patient received inappropriate shocks due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found fractured pacing coil close to lead tip due to fatigue caused by cyclic bending. Open inner coil was found due to fracture.